Event description:
I had 7 mercury amalgam fillings in my mouth which were installed 22 years ago. The past 5 years, I had been suffering from chronic fatigue, ringing in ears, shaking hands, short-term memory loss. I went to a physician who had me MRI tested, along with various other blood tests with nothing found. He offered no help. I heard about the dangers of dental amalgam, so I decided to have all of my fillings replaced with composite, and to also use dmsa orally to eliminate the mercury from my system. I am writing this one year after treatment to report that all of those symptoms have disappeared.